Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a new implant due to a preexisting condition for a sinus arrest. During implant it was discovered that the atrial lead had a low lead impedance. Though several attempts were made to reposition the lead, a decent threshold could not be secured. The lead was not installed but discarded and replaced with another lead. The patient was discharged.